Event description:
The user facility reported that the right femoral artery was punctured in a percutaneous coronary intervention (pci) case. After treatment, the angio-seal was used for hemostasis. There was no problem with the use procedure, and the device could be firmly inserted into the insertion sheath. However, the anchor did not come out of the tip of the insertion sheath and remained in the insertion sheath. Therefore, hemostasis was not achieved, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only without any health damage to the patient. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).